Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. The units contained 74 and 119 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors under infused. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.